Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after starting treatment with a sepxiris 100 set, an external dialysate leak was observed from the "connection at extension". The filter was replaced with another sepxiris 100 and the treatment was continued. There was no patient injury or medical intervention associated with this event. No additional information is available.